Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope had split rubber on the ultrasonic probe. There were no reports of patient harm or injury.

Event description:
No new event information reported by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the observed cut on the ultrasonic probe could not be identified. Based on the results of the investigation, it is likely the issue was the result of component failure due to wear/stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.